Event description:
Patient's grandparent reported patient is having concern with the infusion device. Grandparent alleges that on (B)(6) 2013, the infusion device gave a bolus of 5.01 units of insulin to the patient when it was not requested. Grandparent stated they did not call at the time but just stopped the infusion device and cancelled the bolus, started it again, and all was fine. Grandparent reported there was no change in blood glucose levels and the patient did not have elevated or low blood glucose readings. Exact readings were not provided. Patient's normal blood glucose level was not provided. Grandparent stated they have also been having constant e4 (occlusion) errors. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.